Event description:
Severe pain right knee, severe swelling right knee. Info was received in 2004 from a pt with a medical history of osteoarthritis, who experienced severe pain and swelling in the right knee. The pt received two synvisc injections into the right knee in 2004. After the first and second injections the pt experienced severe pain and swelling. The physician noted "the local reaction was so severe that despite administration of cortisone the third injection cannot be given." The pt received a cortisone injection on an unk date.